Event description:
The exam light on the ge healthcare, giraffe omnibed incubator broke on the mounting arm near the pivot point when the light was adjusted. This could have resulted in the light falling on the baby. Other lights on the omnibed incubators were inspected and 8 other lights were found to be cracked. The defective lights were removed from service.what was the original intended procedure?viewing the baby.device #1is this a laboratory device or laboratory test?no.